Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient experienced pericardial effusion, and pericardiocentesis was performed. During the procedure no evidence that this right ventricular (rv) lead had perforated the heart wall was found. This lead remains in service. No additional adverse patient effects were reported.